Manufacturer narrative:
G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: due to issues with 20 ml syringe (300629 pir3032174) the staff has tested 50 ml ll syringes together with different drawing-up needles/spikes and experience the same issue: the plastic on the luer-lock syringe tip appears soft, so when the syringe is screwed onto a connection, the thread becomes soft and deformed. This allows the drawing-up needle/spike to be easily removed without unscrewing the syringe.